Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA 510(k) # is k073231.

Event description:
On (B)(4) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter displayed incorrect results in the memory. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began the afternoon of (B)(6) 2012. The patient manages his diabetes with an insulin pump (type/ amount not specified). It is not known if the patient made changes to his diabetes management routine. At an unspecified time, the reporter claims the patient felt symptoms of 'headache and nausea.' The patient was given food and/ or drink as treatment. The patient did not test on another device. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing and there was no indication of misuse. The cca tried to walk the reporter through resolving the alleged issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged memory issue remained unresolved.